Manufacturer narrative:
Initial reporter phone no.: (B)(6). Oxiris has been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of an oxiris set, a leak was observed at the dialysate port. The set was changed, and a new set was used for treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Th10: the device was received for evaluation. An air leak test was performed, and a leak was observed at the level of the shell near the upper dialysate port. An observation at the microscopic level revealed that the shell was cracked. The reported condition was verified. The cause was related to a mechanical shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.